Manufacturer narrative:
According to the customer the grounding pad was used on (B)(6) 2023 for a "radio frequency lesioning of lumbar facet medial branch nerves with fluoro for two facet joint levels at l4-5 and l5 s1", and during the procedure the patient received a "deep 2nd or 3rd degree burn on her right lower buttock from the radio frequency ablation grounding pad". The customer reported that the patient "required medical care for the burn and has been left with permanent scarring and disfigurement". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the grounding pad was used on (B)(6) 2023 for a "radio frequency lesioning of lumbar facet medial branch nerves with fluoro for two facet joint levels at l4-5 and l5 s1", and during the procedure the patient received a "deep 2nd or 3rd degree burn on her right lower buttock from the radio frequency ablation grounding pad".